Manufacturer narrative:
The manufacturer receivied a complaint that the oxygen tubing was detaching from the oxymask at the site of the elbow. The customer was contacted to request whether detection of the issue took place during use or during set up and if this issue led to a delay in treatment. The customer stated the issue occurred after it was placed into use and it caused a patient to desaturate. A follow-up request was sent to the customer to confirm if the tube fell out independently or if the tubing was pulled. The customer could not confirm as they were not present when the event occurred.

Event description:
Oxygen tubing was disconnected from the mask at the elbow, which happened after being placed into use and it caused the patient to desat [desaturate].